Manufacturer narrative:
Cartridge lot number search was performed and no similar complaint was found. An injector lot number search was performed and four similar complaints were found. A foam tip plunger lot number search was performed and no similar complaint was found.

Event description:
The reporter stated the haptics of a competitor's lens tore using an msi-tf injector, an mtc-60c fp cartridge and a foam tip plunger. Additional information has ben requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.